Event description:
The patient's implant was explanted due to infection at the pocket site. The patient was implanted with a new boston scientific spinal cord stimulator.

Manufacturer narrative:
The explanted ipg was discarded by the medical facility, and will not be returned for evaluation.